Event description:
As reported in the publication by porwal et al in successful deployment of a dislodged sirolimus-eluting stent with a small-balloon technique, journal of cardiology cases. 8 (5) (pp 155-157), 2013.; during deployment of a 3.5 mm × 24 mm sirolimus-eluting stent (cordis, johnson & johnson, (B)(4)), it could not negotiate across the left main coronary artery (lmca). While repeatedly trying to negotiate the stent to the desired site, the lad, there was traction on stent balloon which caused the loss of stent through the balloon into the lmca. The dislodged stent accidentally moved to the lad during attempts to retrieve it with a non cordis balloon and was subsequently successfully deployed at the target site with small-balloon technique. The patient tolerated the procedure well and was discharged home after an uncomplicated hospital course. The patient was free of angina, reinfarction, or re-hospitalization after one month post-procedure.

Manufacturer narrative:
As reported in the publication by porwal et al in successful deployment of a dislodged sirolimus-eluting stent with a small-balloon technique, journal of cardiology cases. 8 (5) (pp 155-157), 2013.; during deployment of a 3.5 mm × 24 mm sirolimus-eluting stent (cordis, johnson & johnson, (B)(4)), it could not negotiate across the left main coronary artery (lmca). While repeatedly trying to negotiate the stent to the desired site, the lad, there was traction on stent balloon which caused the loss of stent through the balloon into the lmca. The dislodged stent accidentally moved to the lad during attempts to retrieve it with a non cordis balloon and was subsequently successfully deployed at the target site with small-balloon technique. The patient tolerated the procedure well and was discharged home after an uncomplicated hospital course. The patient was free of angina, reinfarction, or re-hospitalization after one month post-procedure. The product was not available for evaluation. Additionally, as the lot number was not provided, a review of the manufacturing records could not be completed. The IFU instructs that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Without the product available for evaluation the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the there are no indications that the reported issue is related to the manufacturing process. Based on the information available for review, possible vessel characteristics and procedural factors (repeated attempts to negotiate the stent to the desire site) may have contributed to the reported stent dislodgement. There is no indication that the reported issue is related to the manufacturing process. Therefore no corrective actions will be taken at this time.